Manufacturer narrative:
(B)(4). The expiration date and the unique identifier (UDI) of the device are not available as information such as catalog and lot numbers are not available. The manufacture date of the device is not available as information such as catalog and lot numbers are not available. (B)(4). [Conclusion]: the healthcare professional reported that a 2.4 mm x 30 mm enterprise® 2 vascular reconstruction device (unknown product code / unknown lot number) was unable to completely cover the lesion during the off-label procedure to treat a cranial artery occlusion. The case involved the (B)(6) year old female patient with a past medical history of hypertension (htn), 2-days post-operative from a left total knee replacement who was still in-patient on (B)(6) 2018, when she developed right middle cerebral artery (rmca) syndrome. Due to the recent total replacement knee surgery, the patient was not able to receive tissue plasminogen (tpa) therapy and was transferred to (B)(6) hospital with a national institutes of health stroke scale (nihss) score of 15 on arrival. The patient presented with an acute stroke due to a ruptured plaque from a right mca (m1) atherosclerotic lesion with tici 0 due right m1 (mca) occlusion. The patient underwent a thrombo-aspiration using non-cerenovus devices followed by balloon angioplasty. Due to lack of filling across the angioplastied lesion, a bailout maneuver was performed with the enterprise 2 stent. The enterprise 2 stent was deployed from the inferior division m2/m1 segment of the mca (distal to proximal). The proximally placed stent was not across the lesion and balloon angioplasty was performed across the proximal right m1 lesion. Computed tomography (CT) did not show any evidence of intracranial hemorrhage. The patient was given brilinta through a nasogastric tube. The procedure was completed with associated full recanalization and relatively preserved reperfusion of the entire mca. A thrombolysis in cerebral infarction (tici) score of 2c. Failure to deliver the stent to the intended site is a known potential adverse event associated with the enterprise 2 stent and is listed in the instructions for use (IFU). Based on the information provided, it is not possible to determine the root cause of the stent not covering the proximal portion of the lesion. Procedural factors and device selection may have contributed to the event. The length of the lesion was not provided. In addition, during deployment, the vascular reconstruction device may foreshorten. The IFU states to select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the lesion. The risks and long-term outcome following dilation of stents is unknown at present. The device was used off-label. The enterprise 2 vascular reconstruction device is intended for use with occlusive device in the treatment of intracranial aneurysms. Based on the information available at this time, the inaccurate placement of the device resulting in sub-optimal coverage of the lesion meets MDR reporting criteria since additional intervention was required to complete lesion coverage. The enterprise® 2 vascular reconstruction device remains implanted and is thus not available for return. Additionally, there was no report of any malfunction related to the device. Additionally, the sterile lot number of the device is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated product will not be returned. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that a 2.4 mm x 30 mm enterprise® 2 vascular reconstruction device (unknown product code / unknown lot number) was unable to completely cover the lesion during the off-label procedure to treat a cranial artery occlusion. The case involved the (B)(6) year old female patient with a past medical history of hypertension (htn), 2-days post-operative from a left total knee replacement who was still in-patient on (B)(6) 2018, when she developed right middle cerebral artery (rmca) syndrome. Due to the recent total replacement knee surgery, the patient was not able to receive tissue plasminogen (tpa) therapy and was transferred to (B)(6) hospital with a national institutes of health stroke scale (nihss) score of 15 on arrival. The patient presented with an acute stroke due to a ruptured plaque from a right mca (m1) atherosclerotic lesion with tici 0 due right m1 (mca) occlusion. The patient underwent a thrombo-aspiration using non-cerenovus devices followed by balloon angioplasty. Due to lack of filling across the angioplastied lesion, a bailout maneuver was performed with the enterprise 2 stent. The enterprise 2 stent was deployed from the inferior division m2/m1 segment of the mca (distal to proximal). The proximally placed stent was not across the lesion and balloon angioplasty was performed across the proximal right m1 lesion. Computed tomography (CT) did not show any evidence of intracranial hemorrhage. The patient was given brilinta through a nasogastric tube. The procedure was completed with associated full recanalization and relatively preserved reperfusion of the entire mca. A thrombolysis in cerebral infarction (tici) score of 2c.